Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 20.0-20.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. A fracture of the inner coil was noted at 20.5cm from the connector pin consistent with fatigue. This fracture is consistent with the observation from the field of high pacing lead impedance and increased capture threshold.

Event description:
It was reported that a sudden increase in pacing lead impedance and capture threshold were observed. The lead was explanted and replaced. The patient condition was good after the event.